Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Also, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump display screen is cracked. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.